Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump history is missing data despite being in use. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to an alternate method of insulin therapy.